Event description:
The pump was returned for investigation. Investigation revealed that the display was discolored. Evaluation also revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the display was discolored. A visual inspection of the pump revealed a crack in the battery compartment. Unrelated to the complaint, testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. (B)(6).